Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images. Batch 27350 tested on (B)(6) 2014 using lots r474 ic 221242; negative reactions for cells 1,2,3 visually negative. Capture-r ready indicator red cell (crrirc), lot 221242, expired prior to complaint being referred to pi. Product was not used on the echo while in date. DHR review: -- screen assay was performed on (B)(6) 2014 using crrs3 lot r456 on echo instrument; -- controls performed as expected. Wbcorqc level 2 contains anti-d. Results were 4+ with cell 1, 4+ with cell 2, and negative with cell 3. Cells 1 and 2 are d antigen positive. Cell 3 is d antigen negative. -- 4 replicates of capture-r negative control, lot 245140l, resulted negative as expected. -- 4 replicates of capture-r positive control (weak), lot 244290, resulted positive as expected. -- 4 replicates of known antibody negative (inert) in-house donors resulted negative as expected. Crrirc lot 221242 performed as expected. DHR quality review deemed all specifications as being met and released product to market on 12sep2014.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen assay when testing a patient sample using capture-r ready indicator red cells (crrirc) on a galileo echo instrument. The patient is o negative and has a known anti d.